Event description:
It was reported that patient experienced loss of stimulation due to lead migration and underwent a device replacement procedure. The patient was doing well postoperatively and the explanted devices were discarded by facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7076028.